Manufacturer narrative:
Follow-up received on 28-sep-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy menstrual bleeding. She underwent an ablation procedure (interpreted as endometrial ablation) in an effort to control her heavy bleeding, approximately 3 years after essure insertion. This event is listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. In the present case, limited information was provided. Consumer's medical history and concomitant conditions were not mentioned. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since medical intervention was required (endometrial ablation). According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 04-aug-2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, abdominal bloating, and abdominal pain. She had never experienced any of these conditions prior to essure. Plaintiff subsequently sought treatment for her symptoms at hospital and from her physicians, but was unable to resolve her symptoms. In (B)(6) 2012, plaintiff underwent an ablation procedure in an effort to control her heavy bleeding. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy menstrual bleeding. She underwent an ablation procedure (interpreted as endometrial ablation) in an effort to control her heavy bleeding, approximately 3 years after essure insertion. This event is listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. In the present case, limited information was provided. Consumer's medical history and concomitant conditions were not mentioned. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since medical intervention was required (endometrial ablation). A product technical analysis is expected. Further information will be obtained through the litigation process.